Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge to power on was observed. The device's system board was replaced to address the issue. During the evaluation of the device at a third party service center, an issue related to the device's flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and flow sensor assembly. The system board and flow sensor assembly were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash. The flow sensor assembly was evaluated by the manufacturer's quality assurance laboratory and found evidence of physical damage during servicing of the device.